Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a defibrillation electrode. The customer reports that on (B)(6) 2013 the ambulance picked up a (B)(6) year old female with difficulty breathing, her condition escalated to cardiac arrest. The crew began CPR and attempted to connect the device to the patient. The ad did not recognize the electrodes, the device displayed connect electrode and did not display the patient's rhythm. They took off the pads from the patient's chest and reapplied them to the patient it still did not detect the pads, again displaying connect electrode. CPR continued until the patient converted on her own and resuscitated. There were no shocks delivered. The patient was transported for further issues. The customer further reports that there was no harm to the patient and there was no adverse outcome as a result of this incident. The customer did not have the item number but stated that the pads were medi-trace quick combo defib electrodes with the connector at the end. The unit is a lifepack 1000.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.